Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® ivory pvc nasal profile soft seal cuff polar preformed endotracheal tube components were not seal, which led to gas leakage. No patient injury was reported.